Event description:
It was reported that during a full supply change the ilet user accidentally folded the adhesive on one infusion site and was unable to unravel the tubing on another infusion set, indicating an infusion set deployment/connection issue involving the cannula and user technique. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem found, with a usage problem identified consistent with an improper or incorrect procedure or method involving the cannula. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.